Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting endocrinologist due to meter results. Meter was returned - reported defect not reproduced on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer made several attempts to contact customer to ensure the initial concern has been resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint for erratic blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with all test results provided from the meter memory. Customer was more concerned with the results being erratic than high and low. The customer¿s expected am fasting blood glucose test result range is 80-120 mg/dl. The customer feels well and did not report any symptoms. Customer had contacted the endocrinologist. On 05/21/2025 regarding the results obtained on the meter. Customer had called due to the results and the doctor called in a prescription for a new meter; customer stated the pharmacy advised customer to contact the manufacturer as they are not eligible for a new meter. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 05/31/2026 and open vial date is 2 weeks. The meter memory was reviewed for previous test result history: result 1: 271 mg/dl date: (B)(6) 2025, time: 5:09pm non-fasting pm; result 2: 210 mg/dl date: (B)(6) 2025, time: 3:56 non-fasting pm; result 3: 226 mg/dl date: (B)(6) 2025, time: 3:56 non-fasting pm ; result 4: 123 mg/dl date: (B)(6) 2025, time: 12:50pm unsure ; result 5: 190 mg/dl date: (B)(6) 2025, time: 12:36 pm fasting ; result 6: 170 mg/dl date: (B)(6) 2025, time: 12:15pm; fasting pm; result 7: 86 mg/dl date: (B)(6) 2025, time: 12:17 fasting pm; result 8: 245 mg/dl date: (B)(6) 2025, time: 11:55 non-fasting pm; result 9: 86 mg/dl date: (B)(6) 2025, time: 11:36pm; non-fasting pm; result 10: 369 mg/dl date: (B)(6) 2025, time: 9:42pm; non-fasting pm; result 11: 59 mg/dl date: (B)(6) 2025, time: 8:08 fasting am; result 12: 204 mg/dl date: 5/19/24 time: 9:29pm; fasting pm; result 13: 79 mg/dl date: (B)(6) 2025, time: 8:54am fasting pm; result 14: 46 mg/dl date: (B)(6) 2025, time: 8:04amfasting pm.